Event description:
Customer reported to beckman coulter, inc. (Bec) that a hemogard cap came off a tube and spilled blood into the diluter of the coulter lh 750 hematology analyzer. Customer reported they suspected the tube may not have been secured properly after a blood draw. Customer reported that the volume of the leak was 3 to 5 ml customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation - method: bec field service engineer (fse) instructed the customer via the telephone on how to how to clean the instrument properly. Customer reported to the fse that once cleaned, the instrument was running properly and the belt was no longer sticking. Customer reported to the fse that they suspected the reason the cap came off the tube may have been an improper blood draw. Bec identifier for this complaint is (B)(4).